Event description:
Boston scientific received information that this patient experienced a syncopal episode due to pacing inhibition which resulted in greater than 2 seconds of asystole. It was determined the event was a result a non boston scientific epicardial lead fracture resulting in noise which was oversensed by the device. A procedure was performed to replace the non boston scientific lead, with no changes required to this device.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.